Manufacturer narrative:
(B)(4). Concomitant product: guide wire: terumo runthrough; embolic protection: spider. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent could not be tested due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous common carotid artery. After placement of a non-abbott guide wire, a non-abbott embolic protection device (epd) was placed, followed by pre-dilatation with a non-abbott balloon dilatation catheter (bdc). During deployment of the 6.0mmx8.0mmx40cm acculink ii self-expanding stent system (sess), the stent partially deployed approximately 5mm. The sess handle was disassembled and attempts were made to manually release the stent; however, the stent did not fully deploy. The sess was removed without reported issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 6.0mmx8.0mmx40cm acculink ii sess was used to successfully complete the procedure. There was no additional information provided.